Event description:
The customer observed a false positive alinity I total b-hcg results for one sample that was not reported out of the laboratory. The following data was provided:(B)(6)2023 sid (B)(6)initial result = 26.4 iu/l (positive), repeats were <2.5 iu/l and <2.5 iu/lno impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting, and found the trigger connection leaking. The fsr replaced the fitting kit, trigger_pre-trigger (rohs) which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review for (B)(6)revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I did not identify any trends for the complaint issue. A review of tracking and trending for the fitting kit, trigger_pre-trigger (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial ai01594 or the fitting kit, trigger_pre-trigger (rohs) was identified.

Event description:
The customer observed a false positive alinity I total b-hcg results for one sample that was not reported out of the laboratory. The following data was provided: on (B)(6) 2023 sid (B)(6) initial result = 26.4 iu/l (positive), repeats were <2.5 iu/l and <2.5 iu/l no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.